Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported that last week the infusion set was leaking insulin from luer lock. No adverse event reported. Device not available for return.